Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed no functional abnormalities with the pump or detached inlet connector tube. The information received indicated the device was difficult, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5585211. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, hard pump. Additional information received from the tm via phone on (B)(6) 2018 indicated that the device was revised on (B)(6) 2018 and the reservoir and cylinders remained implanted, connected to a new pump. The patient was having issues pumping up the device about a month ago. The tm and physician thought he may need more instruction on how to use the device. However, he continued to have problems pumping. The doctor tried to pump the pump and it would fill but it wasn't pumping up the cylinders. In the or before the incision was made, the physician pumped the pump and it was cycling but wasn't pumping up the cylinders. After the doctor made the incision and pulled out the pump, it cycled and worked perfectly. The physician then put the pump back into the spot where it was originally laying to try cycling again, it had been riding a little high so they put it back to it's correct position, and it cycled once but then would go back to not filling the cylinders. The tm suggested moving it into another part of the scrotum and it worked perfectly. There were no leaks noted, however the pump was explanted and replaced with a new one. There was nothing abnormal about the location, no scar tissue.